Event description:
A system alarm occurred during two routine hemodialysis treatments. Rinseback was not completed, due to clotting of the circuit, resulting in an estimated blood loss of 190cc for each treatment. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback of the pt's blood in a timely manner following an unrecoverable alarm as instructed in the users guide. The alarms could not be duplicated during evaluation of the returned cycler. The disposable cartridge was not available for evaluation. The reported alarms could not be confirmed. The users guide provides adequate instructions for troubleshooting system alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.